Manufacturer narrative:
The device was returned to olympus for inspection. Based on the results of the investigation, it is likely the following led to the malfunction: a probable cause for the foreign stains in the air water cylinder and foreign residue to leak from the air water channel could not be determined. Additionally, it is presumed a likely cause for the burned c-cover is due to stress, however, a root cause could not be identified. A DHR/service history review was conducted. No issues were identified. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed during the device evaluation, the gastrointestinal videoscope was found to have a burn on the c-cover. In addition, the air water cylinder has a foreign stain, and foreign residue was found leaking from the air water channel tube. There was no patient involvement.